Event description:
It was reported that the patient presented for a routine follow up. The right atrial lead exhibited noise. The noise could be reproduced with isometrics and pocket manipulation. The sensitivity was decreased and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.